Manufacturer narrative:
This initial MDR is being submitted as a result of a retrospective review of davol¿s MDR decisions and the initial decision not to report the event is being revised to reflect updated company procedures. At this time the patient's reported post hysterectomy pain outcomes has not been diagnosed to be related to the mesh implant. Adhesion was discovered during hysterectomy. Adhesion is a known inherent risk of surgery and listed in the adverse reaction section of the IFU as a possible complication. A review of the manufacturing records was performed and found that the lot was manufactured to specification. Based on the limited information available at this time, no conclusions can be made. If additional information is obtained, this report will be updated. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Remains implanted.

Event description:
The patient contacted davol to request if the ventralex, 0010301 (huzb1671), is part of a recall. As reported, the patient had an umbilical hernia repair in 2015. Three months later, the patient had a partial hysterectomy. During the hysterectomy, the surgeon discovered bowel adhered to the mesh and he "teased the bowel away from the mesh." Patient is (B)(6) and has not worked in 1.5 years because she continues to have pain following the second surgery. She has stomach pain, back pain, and can't walk on her own. The patient had a colonoscopy 6 months ago that revealed a stomach bleed. Patient was also recently hospitalized for fluid retention, but heart failure was ruled out. Patient has an appointment to see a specialist regarding the pain she has. The contact stated, does not want to provide her name at this time. Contact stated if the specialist determines the patient's problems are caused by the mesh, then she will call back."